Manufacturer narrative:
Device received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector noted during visual inspection. Device also received with cracked case corner of belt clip rail and broken belt clip slot. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was exposed moisture and it was alarmed pump error as well as button was unresponsive. The customer¿s blood glucose level was 128 mg/dl at the time of the incident customer stated that they using the up arrow allows them to navigate screens. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.